Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis with an elevated blood glucose level of 588 to 690 mg/dl and it was addressed with injections. Reportedly, the customer's healthcare provider identified the ketone level as life threatening. The customer was treated with intravenous fluid while in the hospital. It was noted that the customer was unable to load a cartridge as a cartridge error occurred and that insulin delivery had stopped. Review of pump data with the contact indicated that a low insulin alert occurred followed by an empty cartridge alarm. Also, a resume pump alarm occurred. At the time of the report, the customer stopped using the pump. A follow up on (B)(6) 2016 indicated that the customer was able to load a cartridge and resume insulin delivery when released from the hospital on (B)(6) 2016. It was noted that the customer declined troubleshooting.